Event description:
I starting losing my hair approximately 1 month after having essure placed. As time passed I started having constant joint pain. It has progressively gotten worse. I have no stop pain in my legs and joints of my legs. I have extreme mood swings as well as feeling anxious a lot. My teeth have started to chip and break. All though my teeth are not painful they have become problematic as I have had to limit what I can and cant eat in fear they will continue to break and crack. My periods have become much shorter in length but I have heavy bleeding the is very unusual for me. It is also painful since essure to use tampons. I have a lot of blood clots as well. (B)(4).

Event description:
#Medwatcher #followup1 #FDA mw5036969 #(B)(4). Joint pain continues to get much worse. As well as the blood clots. They have gotten so bad it feels like I am in labor in the first day of my period.